Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the routine follow-up ultrasound showed the aneurysm had shrunk down to 3.5cm. Two (2) days later, the patient presented with severe abdominal pain and a cta performed demonstrated a potential type iiib endoleak and aneurysm re-expansion to 5.0cm. The physician elected convert the patient to open surgical repair and explant the device. There have been no additional patient sequelae reported.

Manufacturer narrative:
The type iiib of the main body, sac expansion, explant of the device complaint are confirmed. The complaint is most likely device related due to the use of strata material. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.